Manufacturer narrative:
Patient code 3191 is used to capture procedure delay. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the positive df-1 seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device memory was reviewed and the rv pacing was set to the minimum amplitude and pulse width on the reported date of the event. Data review cannot determine whether the reported lack of output occurred before or after the programming. However, analysis indicates the device would have been operating as expected based on programmed settings if the event occurred after the programming.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) replacement procedure due to normal battery depletion (nbd), when the defibrillation (df) terminal pins were removed from the device header, pacing stopped. The right ventricular (rv) lead was connected to the new device, and when the df terminal pins were removed from the new device header the lead continued to pace. The replacement procedure was successfully completed and the rv lead remains in service. No adverse patient effects were reported.